Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported "looking for device/ setting not available message screen 59 and when patient did pressed ok button, he go a message indicating the leads were not attached and then immediately following this the main therapy screen showing amplitude is at 3.6. Patient also reported loss of stimulation sensation and lack of therapeutic effect with bladder leakage. No further complications were noted or anticipated.

Manufacturer narrative:
(B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported "looking for device/ setting not available message screen 59 and when patient did pressed ok button, he go a message indicating the leads were not attached and then immediately following this the main therapy screen showing amplitude is at 3.6. Patient also reported loss of stimulation sensation and lack of therapeutic effect with bladder leakage. Patient also reported that they stimulation would not go above .6 on the left side. And on (B)(4) 2018 it was reported that the device seems to be working properly, not switching side to left or right but stimulation was staying where it was suppose to be. No further complications were noted or anticipated .no further complications were noted or anticipated. (B)(4) 2018 patlrt(con) : additional information was received. No new information.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported "looking for device/ setting not available message screen 59 and when patient did pressed ok button, he go a message indicating the leads were not attached and then immediately following this the main therapy screen showing amplitude is at 3.6. Patient also reported loss of stimulation sensation and lack of therapeutic effect with bladder leakage. Patient also reported that they stimulation would not go above .6 on the left side. It was further stated that stimulation would not switched sides. And on 2018-03-23 it was reported that the device seems to be working properly, not switching side to left or right but stimulation was staying where it was suppose to be. No further complications were noted or anticipated. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.